Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation lead exhibited a high, out-of-range (oor) shock impedance measurement greater than 125 ohms. Technical services (ts) discussed possible calcification around the coil. The alert threshold was increased, and the patient will continue to be monitored. This lead remains in service at this time. No adverse patient effects were reported.